Event description:
I had a cardiac cath. Everything checked out fine. They gave me a card stating that I have an angio seal device at the site of the femoral entry. I am to carry this card for 90 days. When I left the hospital, there was a pea size swelling at the entry site. After 2 weeks it enlarged to more than an inch. I have severe pain from the site and down my right leg. I visited the doctor today for help. He examined the site and said it looks like I have a nerve that is next to the angio seal that is causing my pain. He gave me a prescription for darvocets and said to give it a few more weeks. The darvocets are not working. How am I going to work and take care of a sick mother with this horrible pain to live with? This device needs to be taken off the market. It is not worth the short stay in the hospital. I wonder if this problem will follow me through my life. How many more people have to suffer before something is done?